Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocate?s (cca) documentation. The patient claimed the alleged issue began on an unknown date/time. The patient reported that she manages her diabetes with lantus insulin, metformin and glyburide pills and reported increasing her food/drink intake in response to the alleged issue on an unknown date. The patient claimed at an unknown time after the alleged issue occurred, she developed symptoms of ?headache, feeling shaky and nausea? And despite her symptoms, she denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did need replacing based on the use of meter but a new was not available. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.